Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) procedure. During preparation, the leaflet motion was tested using a valve tester. The valve was successfully implanted. After deployment, the valve was tested for opening and found to have restricted mobility of discs. One disc was tilting and other one was not moving. The valve was removed and replaced with a new 23mm sjm regent heart valve w/ flex cuff. The patient was reported discharged.

Manufacturer narrative:
An event of incomplete coaptation was reported. It was indicated that after deployment, the valve was tested for opening and found to have restricted mobility of discs. One disc was tilting and other one was not moving. The investigation confirmed the device met specifications and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and returned device analysis, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was surgical removal. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) procedure. During preparation, the leaflet motion was tested using a valve tester. The valve was successfully implanted. After deployment, the valve was tested for opening and found to have restricted mobility of discs. One disc was tilting and other one was not moving. The valve was removed and replaced with a new 23mm sjm regent heart valve w/ flex cuff. The patient was reported discharged. No additional information was provided.